Event description:
Subsequent to the initial report, additional information was received. It was confirmed with the account that the additional returned proglide device does not belong to this event. This device was inventoried incorrectly and was reported in error. This complaint is a duplicate of the complaint captured and filed under (B)(4) / medwatch report #2024168-2024-03286-00. The duplicate was found after the initial report for this complaint was filed. No additional information was provided.

Manufacturer narrative:
Additional information received clarified that this complaint (B)(4) is a duplicate of (B)(4) in the complaint handling database. However, since the initial medical device report (MDR) has already been filed, the event must remain MDR reportable. No investigation is required. Correction: d9 - device available for evaluation: device was not returned. H6 - adverse event problem - health effect - impact code: code 4641 removed and code 2199 added. H6 - adverse event problem - medical device problem code: code 3190 removed and code 3189 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional device was received along with the reported proglide. Analysis of the additional returned device noted that the proximal end of the anterior needle and posterior needle shank were bent. The anterior needle was engaged with the anterior cuff. The link remained attached to the anterior cuff and was separated 3.5 centimeters from the swage end of the anterior cuff. The proximal end of the guide tube was bent. It appears that there was a separation at the posterior link. That aligns with the suture, posterior needle and cuff not returned. No additional information was provided.